Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)'), suicide attempt ('attempted suicide while essure was implanted') and (B)(6) ('autoimmune disorder type of disorder: (B)(6)) in a (B)(6) year-old female patient who had essure (batch no. 623219, 686082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included obesity and multigravida. Current weight (B)(6) lbs. Previously administered products included for an unreported indication: condom. Concurrent conditions included right lower quadrant pain, perineal pain, adenomyosis, adhesion, uterine bleeding, menometrorrhagia and fibromyalgia. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3) from (B)(6) 2010 to (B)(6) 2019, duloxetine hydrochloride (cymbalta) since 2007 and ledipasvir; sofosbuvir (harvoni). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menopause ("perimenopause"), hot flush ("hot flashes"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), photosensitivity reaction ("allergic or hypersensitivity reaction type: sun"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes or skin conditions type: hives; rough/scaly patch on skin"), exfoliative rash ("rashes or skin conditions type: hives; rough/scaly patch on skin"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems-teeth are eroding lost fillings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision, silhouette around everything"), visual impairment ("silhouette around everything"), fatigue ("fatigue") and alopecia ("hair loss/ hair loss big hand fulls of hair") and was found to have weight increased ("weight gain/loss(specify which one) weight gain"), 3 months 20 days after insertion of essure. On (B)(6) 2017, the patient experienced (B)(6) (seriousness criterion medically significant). On an unknown date, the patient experienced suicide attempt (seriousness criterion medically significant), depression suicidal ("depression- attempted suicide while essure was implanted"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("hips pain/ joint pain"), abdominal pain ("abdomen pain"), myalgia ("joins/muscles head to toe"), spinal pain ("lower spine pain") and pain ("general pain"). The patient was treated with surgery (robotically assisted laparoscopic total hysterectomy right salpingo-oophorectomy, left salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, abdominal pain, myalgia and pain had resolved, the genital haemorrhage, suicide attempt, (B)(6), menopause, hot flush, menorrhagia, vaginal haemorrhage, photosensitivity reaction, female sexual dysfunction, depression suicidal, urticaria, exfoliative rash, urinary tract disorder, bladder disorder, headache, migraine, nausea, tooth disorder, dyspareunia, vaginal discharge, vision blurred, visual impairment, weight increased, alopecia and arthralgia outcome was unknown and the spinal pain was resolving. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, depression suicidal, dysmenorrhoea, dyspareunia, exfoliative rash, fatigue, female sexual dysfunction, genital haemorrhage, headache, (B)(6), hot flush, menopause, menorrhagia, migraine, myalgia, nausea, pain, pelvic pain, photosensitivity reaction, spinal pain, suicide attempt, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: approximately 4 coils were remaining in the endometrial cavity following placement. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Pathology test - on an unknown date: pathologic diagnosis: uterus, cervix, right and left fallopian tube, right ovary, robotically assisted laparoscopic total hysterectomy, right salpingo-oophorectomy and left salpingectomy: uterus weighs 103.5 grams. Benign cervical tissue. Benign proliferative endometrium. Unremarkable myometrium. Benign bilateral fallopian tube tissue. Benign right ovarian tissue. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: menorrhagia, dyspareunia, dysmenorrhea, pelvic pain, depression, muscle pain and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs & mr received: case become incident. Event injury nos was replace with new events. Events added - pelvic pain, menorrhagia, vaginal bleeding, nausea, fatigue, weight gain, abdominal pain, genital bleeding, (B)(6), perimenopause, hot flashes, sun allergy, apreunia, depression- attempted suicide while essure was implanted, hives, rash scaly, urinary tract disorder, bladder disorder, headache, migraine, tooth disorder, dysmenorrhea, dyspareunia, vaginal discharge, blurred vision, hair loss, hips pain, arthromyalgia , lower spine pain, device monitoring procedure not performed. New reporter and consumer address were added. Patient¿s date of birth, race and demographic details were added. Date of removal and lot number were added. Events onset dates were added. Outcome of events pelvic pain, abdominal pain, dysmenorrhea, fatigue were updated to recovered/resolved and lower spine pain was updated to recovering/resolving. Concomitant medications, medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)'), suicide attempt ('attempted suicide while essure was implanted') and hepatitis c ('autoimmune disorder type of disorder: hep. C') in a 36-year-old female patient who had essure (batch no. 623219, 686082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included obesity and multigravida. Current weight 272 lbs. Previously administered products included for an unreported indication: condom. Concurrent conditions included right lower quadrant pain, perineal pain, adenomyosis, adhesion, uterine bleeding, menometrorrhagia and fibromyalgia. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2010 to (B)(6) 2019, duloxetine hydrochloride (cymbalta) since 2007 and ledipasvir;sofosbuvir (harvoni). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menopause ("perimenopause"), hot flush ("hot flashes"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), photosensitivity reaction ("allergic or hypersensitivity reaction type: sun"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes or skin conditions type: hives; rough/scaly patch on skin"), exfoliative rash ("rashes or skin conditions type: hives; rough/scaly patch on skin"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems-teeth are eroding lost fillings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision, silhoutte around everything"), visual impairment ("sillouette around everything"), fatigue ("fatigue") and alopecia ("hair loss/ hair loss big hand fulls of hair") and was found to have weight increased ("weight gain/loss(specify which one) weight gain"), 3 months 20 days after insertion of essure. On (B)(6) 2017, the patient experienced hepatitis c (seriousness criterion medically significant). On an unknown date, the patient experienced suicide attempt (seriousness criterion medically significant), depression suicidal ("depression- attempted suicide while essure was implanted"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("hips pain/ joint pain"), abdominal pain ("abdomen pain"), myalgia ("joins/muscles head to toe"), spinal pain ("lower spine pain") and pain ("general pain"). The patient was treated with surgery (robotically assisted laparoscopic total hysterectomy right salpingo-oophorectomy, left salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, abdominal pain, myalgia and pain had resolved, the genital haemorrhage, suicide attempt, hepatitis c, menopause, hot flush, menorrhagia, vaginal haemorrhage, photosensitivity reaction, female sexual dysfunction, depression suicidal, urticaria, exfoliative rash, urinary tract disorder, bladder disorder, headache, migraine, nausea, tooth disorder, dyspareunia, vaginal discharge, vision blurred, visual impairment, weight increased, alopecia and arthralgia outcome was unknown and the spinal pain was resolving. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, depression suicidal, dysmenorrhoea, dyspareunia, exfoliative rash, fatigue, female sexual dysfunction, genital haemorrhage, headache, hepatitis c, hot flush, menopause, menorrhagia, migraine, myalgia, nausea, pain, pelvic pain, photosensitivity reaction, spinal pain, suicide attempt, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: approximately 4 coils were remaining in the endometrial cavity following placement.current weight 272 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Pathology test - on an unknown date: pathologic diagnosis: uterus, cervix, right and left fallopian tube, right ovary, robotically assisted laparoscopic total hysterectomy, right salpingo-oophorectomy and left salpingectomy: uterus weighs 103.5 grams. Benign cervical tissue. Benign proliferative endometrium. Unremarkable myometrium. Benign bilateral fallopian tube tissue. Benign right ovarian tissue. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: menorrhagia, dyspareunia, dysmenorrhea, pelvic pain, depression, muscle pain and vaginal discharge. Lot number: 623219. Manufacture date: 2009-03. Expiration date: 2012-03. Lot number: 686082. Manufacture date: 2009-11. Expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)'), suicide attempt ('attempted suicide while essure was implanted') and hepatitis c ('autoimmune disorder type of disorder: hep. C') in a 36-year-old female patient who had essure (batch no. 623219, 686082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included obesity and multigravida. Current weight: 272 lbs. Previously administered products included for an unreported indication: condom. Concurrent conditions included right lower quadrant pain, perineal pain, adenomyosis, adhesion, uterine bleeding, menometrorrhagia and fibromyalgia. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no. 3) from (B)(6) 2010 to (B)(6) 2019, duloxetine hydrochloride (cymbalta) since 2007 and ledipasvir; sofosbuvir (harvoni). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menopause ("perimenopause"), hot flush ("hot flashes"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), photosensitivity reaction ("allergic or hypersensitivity reaction type: sun"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes or skin conditions type: hives; rough/scaly patch on skin"), exfoliative rash ("rashes or skin conditions type: hives; rough/scaly patch on skin"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea"), tooth erosion ("dental problems-teeth are eroding lost fillings"), dental restoration failure ("dental problems-teeth are eroding lost fillings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision, silhouette around everything"), visual impairment ("silhouette around everything"), fatigue ("fatigue") and alopecia ("hair loss/ hair loss big hand fulls of hair") and was found to have weight increased ("weight gain/loss(specify which one) weight gain"), 3 months 20 days after insertion of essure. On (B)(6) 2017, the patient experienced hepatitis c (seriousness criterion medically significant). On an unknown date, the patient experienced suicide attempt (seriousness criterion medically significant), depression suicidal ("depression- attempted suicide while essure was implanted"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("hips pain/ joint pain"), abdominal pain ("abdomen pain"), myalgia ("joins/muscles head to toe"), spinal pain ("lower spine pain") and pain ("general pain"). The patient was treated with surgery (robotically assisted laparoscopic total hysterectomy right salpingo-oophorectomy, left salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, abdominal pain, myalgia and pain had resolved, the genital haemorrhage, suicide attempt, hepatitis c, menopause, hot flush, menorrhagia, vaginal haemorrhage, photosensitivity reaction, female sexual dysfunction, depression suicidal, urticaria, exfoliative rash, urinary tract disorder, bladder disorder, headache, migraine, nausea, tooth erosion, dental restoration failure, dyspareunia, vaginal discharge, vision blurred, visual impairment, weight increased, alopecia and arthralgia outcome was unknown and the spinal pain was resolving. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, dental restoration failure, depression suicidal, dysmenorrhoea, dyspareunia, exfoliative rash, fatigue, female sexual dysfunction, genital haemorrhage, headache, hepatitis c, hot flush, menopause, menorrhagia, migraine, myalgia, nausea, pain, pelvic pain, photosensitivity reaction, spinal pain, suicide attempt, tooth erosion, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: approximately 4 coils were remaining in the endometrial cavity following placement. Current weight: 272 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Pathology test - on an unknown date: pathologic diagnosis: uterus, cervix, right and left fallopian tube, right ovary, robotically assisted laparoscopic total hysterectomy, right salpingo-oophorectomy and left salpingectomy: uterus weighs 103.5 grams. Benign cervical tissue. Benign proliferative endometrium. Unremarkable myometrium. Benign bilateral fallopian tube tissue. Benign right ovarian tissue. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: menorrhagia, dyspareunia, dysmenorrhea, pelvic pain, depression, muscle pain and vaginal discharge. Lot number: 623219, manufacture date: 2009-03, expiration date: 2012-03. Lot number: 686082, manufacture date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction following company internal coding review. The event dental problems-teeth are eroding lost fillings was split and recoded to meddra llt erosion of teeth and dental filling failure. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.